Event description:
It was reported that balloon rupture occurred requiring surgical intervention. The 40% stenosed target lesion with a <45 degrees bend was located in the mildly tortuous and mildly calcified arteriovenous fistula of left upper limb artificial vessel. After a guidewire was crossed the lesion, a 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, on the first inflation at 10 to 20 atmospheres for 30 to 60 seconds, the pressure decreased and the balloon burst. When the device was removed, it was found out that there was a fragment left in the blood vessel. The residual end was removed by emergency incision of the blood vessel. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred requiring surgical intervention. The 40% stenosed target lesion with a <45 degrees bend was located in the mildly tortuous and mildly calcified arteriovenous fistula of left upper limb artificial vessel. After a guidewire was crossed the lesion, a 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, on the first inflation at 10 to 20 atmospheres for 30 to 60 seconds, the pressure decreased and the balloon burst. When the device was removed, it was found out that there was a fragment left in the blood vessel. The residual end was removed by emergency incision of the blood vessel. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 7.0 x40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 35mm distal of the proximal balloon sleeve. This type of damage most probably occurred when the device was being withdrawn through the sheath. The rated burst pressure for this device as per gladiator specification is 20 atmospheres. A visual and tactile examination found the shaft of the device to have completely detached at approximately 5mm distal of the proximal balloon sleeve. The distal section of shaft including the distal section of balloon material, the distal markerband and the tip of the device were not returned for analysis. The shaft was also found to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual examination found one of the markerbands to have completely detached from the device. The detached markerband was located inside the proximal section balloon material during analysis. The second markerband including the distal section of shaft which detached was not returned for analysis.